Manufacturer narrative:
Investigation summary: material #: 367957; lot/batch #: 1182509. Bd received two (2) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure modes for excessive gel and gel air bubbles were observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issues of excessive gel and gel air bubbles were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of excessive gel and gel air bubbles based on the returned photo and samples. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that 5 bd vacutainer® sst¿ ii advance plus blood collection tubes contained excess gel and 1 contained air bubbles. The following information was provided by the initial reporter: "phlebotomist notices that tubes are containing an excessive amount of gel in tube. One of the tubes also contains large bubbles of air. Please see attached picture of comparison to tube with normal amount of gel."